Event description:
The motorized couch rotation feature of the pt support couch was electrically wired such that when the table is static, with no operator involvement, and lateral pressure applied to the couch (equal in magnitude to that of an average adult leaning on it) the electromechanical break may slip slightly. When it does the table rotational motor is engaged and turns and generates a current which then causes the break to fully retract and the table to float free, causing the aforementioned leaning adult to fall to the floor.